Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer did not experience a recurrence of the malfunction code after resetting the pump, as guided by technical support, and they were instructed to continue using the pump while also being advised to contact support if any issues reoccurred.